Manufacturer narrative:
Occupation - ICU charge nurse. The device will not been returned to the manufacturer so we are unable to complete an evaluation. If additional information is provided we will send a supplemental report with the information. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the console generated an sensor failure alarm. Troubleshooting revealed that the alarm began after having pulled the patient up in bed, although they denied that any tension was put on the catheter. Radial line used as an alternate arterial line. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-20 through dec-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).